Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report that vitros bu quality control results obtained from a single vitros performance verifier (pv) fluid were lower than expected for when using two different lots of vitros bubc microslides tested on a vitros xt 7600 integrated system and a vitros xt 3400 chemistry system. J1 (s/n (B)(6)) with vitros bubc lot 0243-0474-4749 vitros pv ii w1667 bu results 0.0, 0.0, 0.0, 0.0 mg/dl versus the range of means midpoint result of 8.5 mg/dl. J2 (s/n (B)(6)) using vitros bubc lot 0243-0474-1655 vitros pv ii w1667 bu results 0.0 mg/dl versus the range of means midpoint result of 8.5 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros bu results were obtained from a non-patient quality control fluid. There were no allegations of patient harm as a result of the event. This report is number four of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined lower than expected vitros bu results were obtained from a vitros performance verifier ii lot w1667 fluid tested using two lots of vitros bubc microslides on a vitros xt 7600 integrated system and a vitros xt 3400 chemistry system. The assignable cause of the event is unable to be determined. Historical qc for j1 (xt 7600 system) was inaccurate and imprecise, and the limited qc data for j2 (xt 3400) demonstrated inaccuracy, indicating unacceptable performance for vitros bubc microslide lots 0243-0474-4749 and 0243-0474-1655 when using the performance verifier (pv) fluids. Continual tracking and trending has not identified any signals that would indicate a systemic issue with vitros bubc microslide lots 0243-0474-4749 and 0243-0474-1655. The customer did not provide their vitros pv fluid handling protocol; therefore, it is unknown if the fluids were prepared and handled per the instructions for use, and a vitros pv fluid related issue cannot be ruled out as a contributor to the event. It is possible the affected vitros pv ii lot w1667 fluid was reconstituted incorrectly, stored incorrectly or processed greater than 3 days (stability) after reconstitution. There was no diagnostic precision testing performed on vitros j1 or j2 and therefore an analyzer issue cannot be ruled out as a contributor to the event.